Manufacturer narrative:
(B)(4). Device lot number not provided/unknown.

Event description:
It was reported that the abutment screw (iunihg) fractured at the head inside of the implant. The doctor placed a healing cap on the implant site pending replacement.

Event description:
It was reported that the abutment screw (iuniht) fractured at the head inside of the implant. The doctor placed a healing cap on the implant site pending replacement.

Manufacturer narrative:
One certain® titanium hexed screw was returned for inspection. The screw was fractured at the screw head. No device lot number was provided so a device history record review and a complaint history review could not be performed. Appropriate documentation was reviewed and the following information was identified: documents reviewed: biomet 3i restorative manual instrm rev c 09/16 information identified: the biomet 3i restorative manual was confirmed to contain instruction on screw placement as well as recommended torque values. In the case of certain® titanium hexed screws, it is recommended to torque at 20ncm. Complaint indicates screw fracture. The alleged event was confirmed following inspection. A root cause for the complaint could not be determined. Device evaluated by manufacturer: change ¿no¿ to ¿yes.¿